Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir no longer lock in place. The customer blood glucose was 150 mg/dl. The customer was advice to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.